Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation it was reported that the tip of the syringe broke off from the base. Due to the absence of a physical syringe sample, a comprehensive evaluation could not be conducted. To assist in the investigation, three photographs were provided for assessment by our quality team. These photographs depict a syringe without its packaging blister and with a damaged barrel luer tip. No additional information could be obtained from the photographs. Previous investigations found this condition typically arises when excessive torque is applied during the connection of the syringe to the mating component. Based on the investigation and analysis of the photographic evidence, the symptom reported by the customer has been confirmed. Complaints regarding this device and the reported condition will continue to be tracked and analyzed. Information will be documented in trend reports and monitored on a monthly basis. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
Description: it was reported that the attached syringe was damaged during use. Upon checking the original product, customer found that the tip of the syringe had broken off from the base and was stuck into the catheter of the mating object.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.